Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple sites experienced an error on pyxis devices. A field service engineer logged on to stations and updates were performed to address the duplicate address detection issue. The case was then closed after confirming the update was applied successfully. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had duplicate address error which caused cubies and whole drawers to fail. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.